Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used. Checked introducer needle for burrs or hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that sensor fractured while in the body. Customer stated introducer needle was hard to remove and slipped out. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.